Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this previously abandoned right ventricular (rv) lead was part of a system revision due to infection with sepsis. It was stated that the patient acquired pocket infection post device change out done a month ago. Additional information received indicating that the rv lead was not returned and currently in possession with the hospital. There were no additional adverse patient effects reported. This previously abandoned rv lead was now explanted.